Event description:
Additional information received reported that there was a component failure in the additional information received reported that the patient was sent out a new charger and had not had any further problems. No abnormal impedances were reported. The manufacturing representative had not heard from the patient, but ¿as far as he knows, the patient was receiving effective stimulation therapy.¿ the patient was in continuous mode and did not have any problems charging her device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37751, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient was recharging more often. The reporter stated, the patient had not been able to charge completely for about three months when they were nearly struck by lightning. The reporter further stated, the patient was outside adjusting their patio umbrella when lightning struck very close to them. It was noted, the patient was on their cell phone at the time and that had to be replaced. It was further noted, the patient was also wearing the recharging system at that time. The reporter stated, the patient had stimulation on at that time, but the lighting event had turned stimulation off. It was noted, the patient was able to turn stimulation on afterwards with no communication issues or errors. It was further noted that since the event the patient got good coupling, but loses communication during the charge. The reporter stated that recharging statistics indicated a duration of 0.0 hours and at most 0.2 hours. The reporter stated that they were able to use their recharger to get good coupling and charging. It was noted the patient had soreness at the implantable neurostimulator (ins) pocket since the incident. It was further noted the patient kept the recharging system on ¿quite a bit¿ and they typically charged without insulation. The reporter stated the ins was superficial. It was noted the patient was going to contact their healthcare professional about the pocket soreness. It was further noted that group impedance was measured to be 1037 and 965 ohms. Additional information received reported the recharger could possibly have been hit with lightning. Analysis of the recharger found the device tested to specifications. Additional information was requested, but was not available as of the date of this report.